Manufacturer narrative:
Philips has investigated this complaint. According to addition information received the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿wired footswitch was not working¿. Upon troubleshooting, fse confirmed that issue occurred due to problem of fc on the pedal-button cable. The fse replaced footswitch cv 3p 4m and carried out the functional test. After replacing part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found outside of clinical use. No harm has been reported to philips.